Event description:
It was reported that a decrease in the battery's longevity of this device was observed. The previous estimated longevity showed 11 years remaining; however, after the patient received a shock for atrial fibrillation, a decrease of approximately 4.5 years was observed. This device remains implanted and in service. The patient will be monitored via latitude (remote monitoring system). No adverse patient effects were reported.

Manufacturer narrative:
This device remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a decrease in the battery's longevity of this device was observed. The previous estimated longevity showed 11 years remaining; however, after the patient received a shock for atrial fibrillation, a decrease of approximately 4.5 years was observed. This device remains implanted and in service. The patient will continue to be monitored via latitude (remote monitoring system). No adverse patient effects were reported.